Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the quickset tubing came out of the cannula while the patient was sleeping. At the time of the incident, the blood glucose level was around 200 mg/dl. The patient woke up in the morning and found that her tubing detached from quick release and the site remained in the body. The site location was reported as abdomen and the pump was located on the same side as the set. The infusion set was worn for at least a day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was stress or pull on the tubing and the pump was not dropped with the set connected to her body. It was treated with bolus wizard pump. No further information available.

Event description:
On 11-oct-2019: follow up information was submitted because complaint investigation results showed that the tubing was detached from the tubing connector. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the quickset tubing came out of the cannula while the patient was sleeping. At the time of the incident, the blood glucose level was around 200 mg/dl. The patient woke up in the morning and found that her tubing detached from quick release and the site remained in the body. The site location was reported as abdomen and the pump was located on the same side as the set. The infusion set was worn for at least a day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was stress or pull on the tubing and the pump was not dropped with the set connected to her body. It was treated with bolus wizard pump. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.